Event description:
Customer reports lancet protrudes from the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.